Event description:
It was reported that before use of the bd¿ ultra-fine pen needles tear drop label was missing from pen needles. Material no: 320882 . Batch no: 8058374. The following information was provided by the initial reporter: verbatim: consumer reported tear drop label missing from pen needles before use, consumer does not re-use, said several of the needles were in the box without labels. Lot # 8058374, product # 320883, no exp date provided. Consumer noticed the problem on 03-24-19. Sending mail kit and product voucher.

Manufacturer narrative:
Investigation summary: no samples and photo were returned for investigation. A review was performed for the last 12 months of quality notification. There was no quality notification was raised for the reported non ¿ conformance no abnormality was observed during the production of the reported batch. The investigation was not able to confirm the what customer had experienced as no samples and no photos were received for evaluation. Hence, root cause is unable to be determined if samples are received in the future the complaint will be re-opened and re-investigated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ ultra-fine pen needles tear drop label was missing from pen needles. Material no: 320882, batch no: 8058374. The following information was provided by the initial reporter: verbatim: consumer reported tear drop label missing from pen needles before use, consumer does not re-use, said several of the needles were in the box without labels. Lot # 8058374, product # 320883, no exp date provided. Consumer noticed the problem on (B)(6) 2019. Sending mail kit and product voucher.